Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the infusion set tubing. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was guided through the fill tubing process successfully and observed insulin exit the tubing.